Manufacturer narrative:
(B)(4)

Event description:
It was reported that following an ablation procedure, the device was undersensing the patient's r-waves. The physician got close to the lead with the ablation catheter, but claims that it was never touched. The device has been extremely slow to load episodes following the ablation. After rebooting the communication with the implant was faster. The procedure was completed successfully and the patient will continue to be followed normally.